Manufacturer narrative:
No further information is available at this time. This report will be updated should further information become available.

Event description:
It was reported that this pacemaker and another manufacturer's lead exhibited high out of range pace impedance measurement attributed to a lead to header connection issue. This device remains in service. No adverse patient effects were reported.